Event description:
It was reported by the customer "when the nurse opened the package of the seldinger, she found that the tip of the guide wire was bent and could not be used, so she had to replace the seldinger." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of difficulty sliding a microintroducer over a guidewire is confirmed but the exact cause could not be determined. One 0.018 in. Stainless steel guidewire was returned in its plastic hoop for evaluation. An initial visual observation showed some use residues along the returned guidewire. The distal tip of the guidewire appeared bent. A functional test of attempting to slide a non-complainant microintroducer over the complainant guidewire revealed the microintroducer would stop advancing at the distal end of the guidewire where the misaligned coils were observed. A microscopic observation revealed three misaligned coils along the distal end of the guidewire. Because some use residues were observed along the guidewire along with misaligned coils at the distal end of the device, the complaint of difficulty advancing a microintroducer over the guidewire is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "when the nurse opened the package of the seldinger, she found that the tip of the guide wire was bent and could not be used, so she had to replace the seldinger." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.